Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a crack and leak on filter connection closest to the patient was observed on the patient¿s tubing approximately 3-5 hours after the start of infusions of octreotide and dopamine. No patient harm was reported. This occurred on two different days with different tubing for the same patient. This is the report for the second event.

Manufacturer narrative:
The customer¿s report of a crack and leak was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.4672 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; leaking from the crack was observed. The cause of the leak was a cracked female luer. The root cause of the crack is a manufacturing issue of the female luer component.